Manufacturer narrative:
2017

Event description:
A report was received that the patients ipg would not hold a charge. The patient will undergo a full system replacement procedure.

Manufacturer narrative:
Additional information was received that the patients leads had also migrated. The patient underwent a revision procedure wherein the ipg and leads were replaced with MRI compatible system per physicians preference. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patients ipg would not hold a charge. The patient will undergo a full system replacement procedure.